Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked when connected to the IV set. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage with the use of iagbc. After venipuncture, the hcp connected iagbc to an IV set and then leakage was observed."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked when connected to the IV set. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage with the use of iagbc. After venipuncture, the hcp connected iagbc to an IV set and then leakage was observed."

Manufacturer narrative:
H6: investigation summary: bd received an opened catheter adapter assembly with a needle cover that was connected to extension tubing for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the returned unit or the provided photos. Our quality engineer visually inspected the returned unit and observed a blue catheter adapter with media at the end of the assembly and the connector indicating a possible leakage at the site. However, as the connector was identified to not be a bd product, it was possible that the connector was not compatible with the bd catheter adapter. Next, the assembly was tested for possible leakage and leakage was observed coming from under the nose of the blue adapter. To further inspect the damage, the catheter adapter was removed from the catheter and evaluated. Therefore, based off the provided photos and testing the engineer was able to verify the reported defect. It was found that the catheter tubing has been pierced leaving a shape of the half circle cut in the tubing. This type of damage could happen during the swage process, when the tubing was placed over a pin and may get pinched, nicked, or misaligned resulting in the pin piercing the catheter tubing.